Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received intermittent cartridge alarms (cartridge alarm 19) during the load sequence. There was no reported impact to customer's bg level. Reportedly, the customer will continue to use the pump and has manual injections as alternate insulin therapy.